Event description:
Clinical notification received for revision due to extensor mechanism disruption and inferior pole of the patella fracture. Date of implant: (B)(6) 2022. Date of revision: (B)(6) 2022. (Left knee). Treatment: orif of patella; patellar tendon repair.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 health effect - clinical code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 health effect - impact code.

Event description:
Medical records received. On 12 jul 2022, the patient was treated for a left total knee inferior pole patellar bone fracture with extensor mechanism disruption, with the repair of the extensor mechanism, arthrotomy repair of the medial and lateral retinacular disruptions, and prophylactic placement of a protective cerclage wire to reinforce the repair (from quadriceps tendon to tibial crest insertion). This also included an evacuation of a large bloody hematoma. It is noted that nowhere is it stated that any depuy implants were revised--all total knee products were retained in this intervention.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. All available photo evidence were reviewed and does not shows an implant fracture, disassociation or any indicative related to a device nonconformance. Based on the information provided as evidence, a defect or malfunction cannot be established. Therefore, the allegation is not confirmed. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.